Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be incorrectly assembled onto the plunger rod. There was no damage or defect observed within the sample that could have contributed to the misassembled stopper. A device history review was performed for reported lot 2305723, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. It is likely a failure in detection or rejection system prevented the product from being properly discarded. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Luer lock syringe 60 ml bd plastipak ref 300865, batch 2305723. The cytotoxic reconstitution unit works in an isolator. Preparations are carried out by qualified staff. During the withdrawal of chemotherapy into a 60 ml syringe, the plunger seal jammed during filling. The syringe was discarded. The same thing happened a second time, with a syringe of the same batch number, this time during the withdrawal of saline solution (physiological serum). The syringe was kept. See photo for details. Clinical consequences: no clinical consequences for the patient. Loss of chemotherapy, fortunately from an inexpensive product not in tension. The syringe containing saline solution (physiological serum) was kept and is available for expert appraisal if necessary.

Event description:
It was reported that 2 of the bd luer-lok¿ syringe plunger stopper separated. The following information was provided by the initial reporter, translated from french to english: luer lock syringe 60 ml bd plastipak ref (B)(4), batch 2305723. The cytotoxic reconstitution unit works in an isolator. Preparations are carried out by qualified staff. During the withdrawal of chemotherapy into a 60 ml syringe, the plunger seal jammed during filling. The same thing happened a second time, with a syringe of the same batch number, this time during the withdrawal of saline solution (physiological serum). The syringe was kept.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.